Event description:
It was reported that the customer does not like that all the alaris alarms sound the same with version 12.1.3. The concern from clinical staff was that they are alleging experiencing alert fatigue because every alert sounds the same. The customer mentioned having three separate patients complain about the pumps since the change. Information on patient harm is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.